Event description:
A dealer in (B)(4) reported that the touchscreen is freezing up and not responding at all, they were not able to calibrate the screen in the service mode. The dealer didn't provide info regarding if the device was on a pt when the event occurred.

Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress was visible on panel screen. Deep scratches are present on panel screen. The unit was powered on in service mode and the touch screen was unresponsive. The customer issue of freezing up and not responding at all was duplicated. Manufacturing was not able to perform a touch screen calibration test. The vela front panel assembly was scrapped.

Manufacturer narrative:
Based on the info provided by the foreign dealer, the carefusion technical support specialist determined that the most likely cause of this failure was malfunctioning front panel. The foreign dealer was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for eval. As of april 16, 2015, the alleged faulty front panel and evaluated, a f/u medwatch report will be submitted. In addition, carefusion sent a requested to the foreign dealer seeking add'l info concerning if the event involved a pt. As of april 16, 2015, there has been no response from the dealer.